Event description:
Health professional reported pt returned to the office postoperatively presenting "incisional dehiscence and visualized catheter" but with "no gross evidence of infection." The access port and a portion of the catheter were explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapid port ez strain relief. Wound dehiscence is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of wound dehiscence as follows: "adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."